Manufacturer narrative:
Device passed displacement test and self test. No missing segments noted. However corroded battery tube compartment noted. The electronic assembly was inspected and no moisture noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and was showing black display. Customer states the insulin pump was neither exposed to extreme temperatures nor direct sunlight. After stabilizing at room temperature black screen did disappear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.